Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device did not cut and the staples were partially unformed. The orange indicator was within the green range (stapler was closed for the smallest staple height). The device was not fired completely. The person who fired was not the surgeon but a medical student attending in this procedure. This person was not trained on the device. Only a small incision (laparotomy) was necessary to remove the stapler head out of the situs. After removing the stapler it was confirmed that the washer of the device was not cut. The procedure was finished successfully with another device. Also before start of the surgery an open procedure was anticipated. The patient is fine and already discharged from hospital. The device will be returned for evaluation.

Event description:
It was reported that during a sigma resection procedure, did not cut, staple line was ok, no further information is available. Another like device was used to complete the procedure.